Manufacturer narrative:
A beckman coulter field service engineer was sent to the customer site. The field service engineer replaced the ise reference valve and the ise tubing connector to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported the generation of erroneously low na (sodium) results on their au680 chemistry analyzer. There was no report of change to patient treatment or injury associated with this event.